Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and missing end cap sticker.

Event description:
Customer called stating she went to enter her blood glucose level into her insulin pump, and nothing happened. Customer's blood glucose level is 203 mg/dl. She said she sleeps with the device on, but not in a way where the buttons are pressed down for three minutes or longer. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.